Manufacturer narrative:
Product event summary: the full lead was returned, analyzed no anomalies were found. There was blood on the distal lv (low voltage) electrode of the lead and the proximal conductor of the lead which was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported post implant the physician was not pleased with the ventricular lead placement or stiffness. The lead was removed and replaced with a different model. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.